Manufacturer narrative:
On an unknown reported date, ¿the patient needed to receive part of anesthesia (dose, route, frequency and duration not reported) due to peritonitis¿. On an unknown date, the patient was hospitalized for peritonitis. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was not reported. It was not reported if the patient was hospitalized for the event. Treatment and action with pd therapy was not reported. At the time of this report the patient was not recovered from the peritonitis event. No additional information is available.